Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator user interface module (uim) is loosing the screen calibration. Once calibrated, the screen starts freezing up. There was no patient involvement associated with the reported event.